Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had three bravo capsules which failed to attach during one patient's procedure. There was no harm to the patient, no intervention was required and a repeat procedure was not performed. It was reported that there was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. Only one of the three capsules will be returned.